Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was calling back after resting the device to report that the insulin pump continued to have an intermittent beep. Customer's blood glucose reading was unknown. The customer declined to troubleshoot because their healthcare provider told them to revert to a backup plan. The customer was advised to monitor the device and call back if the issue continued.